Manufacturer narrative:
The device was received not deployed. Timeouts and drive stall at the start of the pods run prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism before the end of second prime. The device could not be successfully paired with a pdm for a rerun. The exact cause of the drive stall could not be conclusively determined. The bottom battery was observed to be low. The shelf mode current was observed to be within specification and no damages or defects were found that would contribute to the low battery. It could not be conclusively determined whether the low battery contributed to the high pulse width and drive stall observed and the reported event.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.